Event description:
Syringes feel dull.

Manufacturer narrative:
Product was not returned to the manufacturer. Production records have been provided and analyzed. No malfunctions or defects were found.

Event description:
Syringes feel dull.